Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that an inclusive mini implant o-ball failed. The patient bone grade described as "mandibular." The patient has no significant medical or dental history prior to implantation. The patient presented on (B)(6) 2019 for primary implant procedure on tooth #26. Twenty weeks post implant the patient returned with a mobile implant. Upon exam, the provider notes a slight infection and failure to integrate. It was at that time the device was removed. The provider notes that the patient current condition as, "good." He also notes that the site was grafted again.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in the original package. The part was verified to be an inclusive mini implant o-ball 2.2 mm x 10 mm (70-1068-imp0001) using the radiographic template (gd-455-0612). The returned implant had no defect or non-conformity and the threads were intact. The o ball was intact. Bone debris was observed from the implant. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
Correction to supplemental report 3011649314-2019-00406 fu1. Added code 10 as it was omitted in the supplemental report. Added code 67 as it was omitted in the supplemental report.